Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient didn't feel any stimulation or therapy after initial implant. There are no known environmental/external/patient factors that may have led or contributed to the issue; the patient didn't have any falls or trauma. The diagnostics/troubleshooting performed were impedances were checked and stimulation was increased to 8.5v, but the patient didn't feel anything. The patient is scheduled for a revision/replacement surgery. While in surgery, the hcp felt like there was blood/fluid inside of the ins header so they replaced the lead and ins to be sure; the ins and lead will be returned. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the device was shipped on date of report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Update to - information missed in initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient didn't feel any stimulation or therapy after initial implant. There are no known environmental/external/patient factors that may have led or contributed to the issue; the patient didn't have any falls or trauma. The diagnostics/troubleshooting performed were impedances were checked and stimulation was increased to 8.5v, but the patient didn't feel anything. It can be noted that impedances were >4000 ohms on all combinations. The patient is scheduled for a revision/replacement surgery. While in surgery, the hcp felt like there was blood/fluid inside of the ins header so they replaced the lead and ins to be sure; the ins and lead will be returned. The issue was resolved at the time of the report; the patient was able to feel stimulation with their new system at 1.6v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep said cause was not determined when asked what were the circumstances that led to the stimulation issue, high impedance issue, and hcp thinking there was blood/fluid in implantable neurostimulator (ins) header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer (cp). A lab functional test determined there was good stable output on the electrode pairs the implantable neurostimulator (ins) had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.